Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a dirty tip and plunger clamp. Cleaned tip clamp and sleeve. Replaced plunger clamp. The instrument was tested without further problem. Repairs have returned this instrument to expected operation.